Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the tap and two thoracic probes were reported to be damaged at the site. There was no patient present when this issue was identified. No additional information was provided. It was later reported that the issue was discovered when testing instruments in their respective sets. It was reported that the thoracic probes could be verified but the tap could not.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Visual inspection found that the tip of the probe had a bent tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.